Event description:
It was reported that, during a procedure to treat kidney stones, the console did not work appropriately leading to overheating of 5 fibers. All the fibers burned through the fiber body. Troubleshooting was attempted each time by rebooting the unit and using a different fiber. The procedure was completed with a sixth fiber. Maintenance was booked for the unit. There were no patient complications reported.

Event description:
It was reported that during a procedure to treat kidney stones the console did not work appropriately leading to the overheating of 5 fibers. All the fibers burned through result of the console not working properly. Troubleshooting was attempted each time by rebooting the unit and using a different fiber. The procedure was completed with a sixth fiber and console. There were no patient complications reported.

Manufacturer narrative:
With all the information available boston scientific concluded that the reported overheating of the fibers was a result of the console not working appropriately resulting in the physician utilizing a total of 6 fiber to complete the procedure. The event indicated that the procedure was completed with 6th fiber and console without patient complications. There was no reported permanent impairment or injury to the patient. Information does not reasonably suggest that the console causing the fibers to overheat could potentially cause or contribute to death or serious injury if it were to reoccur as the fiber can be easily changed to continue with the procedure. Therefore, after reviewing all the information, it was determined this event no longer meets reporting criteria for the device in question.